Event description:
The customer reported that the drive support cap popped out while priming and rewinding the insulin pump. The blood glucose reading was 102mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with detached end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.